Manufacturer narrative:
Other text: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused a device to exhibited a high pressure alarm. The patient only received 2188 mg of 5088 mg 5fu dose. Dose ordered: 5088mg in 201.76ml ns over 46 hours. Dose administered: 2188mg (86.16ml). Dose remaining: 2900mg. Per the nurse, a patient reported hearing beeping noise the day before at 1:30 pm, checked the pump, and it read a high-pressure alarm. But the beeping stopped, so the patient thought it continued infusing. On arrival, the pump was noted to be stopped and read "value not entered." No adverse patient effects were reported by the customer.